Event description:
It was reported that the stopper separated from the bd plastipak¿ syringe plunger during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "plunger seal is easier separated with plunger."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/20/2020. H.6. Investigation: one photo and one sealed sample of lot 1909279 was provided to our quality team for investigation. The product was visually inspected, the stopper was properly assembled on the plunger and there was no damage or defects identified in the photo or on the sample that could have contributed to the reported incident. A device history review was performed for reported lot 1909279, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, break out force and sustaining force testing along with silicone content tests are conducted for each lot. The returned sample was evaluated and found to be within required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the bd plastipak¿ syringe plunger during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "plunger seal is easier separated with plunger".